Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 5 days after the sensor was inserted in the arm. The patient was in her primary care doctor's office and her cgm reading was 114 mg/dl but she started feeling symptoms of hypoglycemia (sweating, dizziness, and tachycardia). The primary care doctor took a bg reading which showed 47 mg/dl. The patient was treated by the primary care doctor with 2 rely on glucose tablets. After the symptoms did not subside, the patient ate half of an apple. After 15 to 20 minutes, the symptoms still did not subside, and the doctor in primary care treated the patient with another 4 glucose tablets and called the ambulance. The patient was taken to the emergency room and was admitted from friday to saturday morning (14 hours). There they treated the patient with the g-pen (glucagon) for 12 hours, IV hydration (fluids), zofran for nausea and vomiting. After 12 hours, the IV was removed and the patient went under observation. After 2 hours of observation, the patient was discharged. At the time of the report the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.